Event description:
It was reported that during a percutaneous coronary intervention a catheter became caught in a placed stent. The 90% stenosed target lesion was located in the moderately tortuous proximal left circumflex artery (lcx). A 2.5x8mm promus stent was successfully deployed in the proximal lcx. The atlantis pro2 imaging catheter was advanced to the target lesion and the catheter became caught on the previously placed promus stent. The inner shaft of the atlantis catheter was removed and a non-bsc guidewire was inserted to attempt to remove the entrapped device but was unsuccessful. The same guide wire was advanced on the outside of the atlantis catheter but again was not successful in removing the entrapped device. The physician was then able to remove the entrapped device as a system with the guide catheter, but also explanted the promus stent. Upon removal, the stent was entangled approximately 4cm from the distal tip of the atlantis catheter. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer - the lot number of the returned labels matched the expected lot number, confirming that the correct complaint device was received for investigation. The following was observed: the two flaps of hub rotator were damaged. The unit was able to connect into mdu system properly. The hub o-ring was not in proper place when the device was received. One hub wing was bent when the device was received. The male/female luer connection was detached and the imaging core was outside of the sheath assembly when received. The guidewire was stuck inside the sheath assembly when received. The guidewire exit port was lifted 1.0mm and ripped 1.0mm long. The sheath assembly was stuck inside the guide catheter. It was observed that there is a stent product tangled around the distal tip sheath assembly. Imaging core wind up in the hub and telescope assembly was observed during visual analysis. No other issues or defects were observed during visual or functional analysis of the returned device. The reported complaint was confirmed based on the observed damage to the guidewire exit port, guidewire stuck in sheath, sheath stuck in guide catheter, male/female luer disconnect, as well as the reported event description. The device failed to meet specifications when received. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a catheter became caught in a placed stent. The 90% stenosed target lesion was located in the moderately tortuous proximal left circumflex artery (lcx). A 2.5x8mm promus stent was successfully deployed in the proximal lcx. The atlantis pro2 imaging catheter was advanced to the target lesion and the catheter became caught on the previously placed promus stent. The inner shaft of the atlantis catheter was removed and a non-bsc guidewire was inserted to attempt to remove the entrapped device, but was unsuccessful. The same guide wire was advanced on the outside of the atlantis catheter, but again was not successful in removing the entrapped device. The physician was then able to remove the entrapped device as a system with the guide catheter, but also explanted the promus stent. Upon removal, the stent was entangled approximately 4cm from the distal tip of the atlantis catheter. There were no patient complications reported and the patient status is good.